Event description:
New information notes the device was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an error message was observed on a programmer screen indicating the pacemaker could not be interrogated. It is believed this may have occurred due to the battery being at the elective replacement indicator (eri) and the device may have shut down to preserve energy. The patient was advised to have a generator change due to eri. The patient was stable.